Event description:
It was reported that the right atrial lead had been dislodged for some time. The physician elected to wait and cap and replace the lead during a routine pulse generator change out procedure on (B)(6) 2015.

Manufacturer narrative:
(B)(4).